Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the needle of the sensor was stucked in the body. Customer did not received any medical treatment for needle stucked. The introducer needle was hard to remove. Customer reported calibration no not accepted alert and change sensor alert. Customer reported the bruise at site. No harm requiring medical intervention was reported. The device will not be returned for analysis.